Event description:
It was reported that during a surgical procedure at the user facility, a hair was noted woven into one of the lap sponges during the initial count for the procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgical procedure at the user facility, a hair was noted woven into one of the lap sponges during the initial count for the procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility, a hair was noted woven into one of the lap sponges during the initial count for the procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.